Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins showed it was on and fully charged. The patient reported that she was feeling some stimulation but since (B)(6) 2017 only when she turned it off then back on she felt stimulation. The patient reported that she had 5 different programs set currently but they did not seem any different since (B)(6) 2017. The patient reported that the site where the ins was, left front of patient¿s chest, was puffy and swollen since (B)(6) 2017. The patient reported that when she raised her left arm, the muscles were sore since (B)(6) 2017 from the elbow to the shoulder on the outside of her arm. The patient didn¿t report any traumas. The patient reported that she did use that arm because it was her primary hand/dominant arm when doing things. The patient also reported she went on a walk with her recharger. No further complications anticipated.